Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Per the supera instruction for use, the recommended pre-dilatation diameter for a 6.5 mm stent is to use a balloon diameter greater than 6.5 mm. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during an emergent procedure to treat a lesion in the superficial femoral artery, a 6f sheath was placed. The vessel diameter was 6 mm and a 5 mm unspecified balloon catheter was inflated for 20 seconds for pre-dilatation. A 6.5x120 mm supera stent was implanted and the stent became elongated more than 10% of the expected length. Reportedly, the thumbslide was fully "retrached" multiple times to the starting position and the physician rotated the system lock and deployment lock into the locked position (in line with the thumb slide). A portion of the stent was deployed inside of the introducer sheath. The stent did not move from the deployed location but elongated proximally. Reportedly, a portion of the stent was sticking out of the introducer sheath. The physician used his fingers to remove the stent from the patient anatomy without issue. Additional pre-dilatation was properly performed and the vessel was ultimately treated with two 6.5x120 mm supera stents which performed optimally. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.